Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally. The customer reported that the date on the pump was incorrect as the customer entered the wrong day when setting up the pump settings. There was no reported adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after fully charging the pump and to assist the customer with correcting the date; however, the customer did not respond regarding the issues.